Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6)2018 and it passed suction and cycle specifications. Refer to attached product evaluation, picture and video. The customer's report of low suction could not be confirmed.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The customer indicated that she had already reset the battery and purchased new parts. The customer also indicated that her pump in style breast pump worked better for her. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer confirmed that she was on an antibiotic for an extended period of time, as the mastitis worsened. The customer was offered consultation with a medela lactation consultant, to which she agreed, as she indicated she was struggling with trying to heal her nipples. The customer also indicated that her son had a very shallow latch that was doing more damage than the pump. The customer was contacted by a medela clinician on multiple occasions, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her sonata breast pump is displaying a call message and is extremely loud. The customer further alleged that she has mastitis, for which she is taking an antibiotic.